Manufacturer narrative:
Including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A surgeon reported an unexpected outcome arisen after prk (photo refractive keratectomy) surgery performed with laser for the treatment of myopia-astigmatism. After the post-up recovery period myopia-astigmatism turned into hypermetropia-astigmatism. This is one of two medical device reports being filed for this facility. This report is for the patient's left eye (os). Additional information has been requested but not received to date.